Manufacturer narrative:
Smiths medical received one medfusion® 3500 syringe pump for analysis in poor condition. Upon visual examination of the pump, the bottom case was damaged and the top case was chipped with a crack. The battery also appeared to be missing. A check clutch / plunger lever was found in the device history review. The review also revealed that the clutch was released and the plunger head was manually moved forward during an infusion. Based on the evidence, the root cause is related to the customer's improper release of the clutch during an infusion and that the pump was used improperly in a manner inconsistent with the instructions for use. The pump was repaired and passed functional tests.

Event description:
Information was received indicating that a check clutch / plunger error occurred on a smiths medical medfusion® 3500 syringe pump. There were no reported patient adverse effects.